Event description:
The software flashcard was returned on (B)(6) 2013. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2013, it was reported that there was trouble communicating even with a new handheld device. The event was isolated to the wand. The handheld device was returned on (B)(6) 2013 without the serial cable or software flashcard. An analysis was performed on the handheld, and the reported allegation could not be verified. The handheld was received without a serial cable. During the analysis, no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The wand was also returned. Product analysis showed that the serial data cable, which produced communication errors, had open conductors. A known good bench serial data cable was substituted and all communications errors cleared. No visual anomaly was identified. Continuity testing of the battery cable passed. After the serial data cable was substituted, the programming wand performed according to functional specifications. The wand event will be captured in the 2013, (B)(6) asr report.

Manufacturer narrative:
Device returned: previously submitted MDR inadvertently omitted date that the handheld device was received in this field. The text indicated an incorrect received date. Device manufacture date, corrected data: previously submitted MDR inadvertently omitted the manufacture date for the corrected product. This report is being submitted to corrected the aforementioned data.

Event description:
On (B)(6) 2012, it was reported that there was a problem with the serial cable. There was a failure to program between the handheld device and the generator. Cable connections were checked, as was the wand battery and handheld device. It was believed that there was a problem with the cable connecting the programming wand with the handheld device. Attempts for product return have been unsuccessful.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Serial number, corrected data: previously submitted MDR indicated the wrong serial number. This report is being submitted to corrected the aforementioned data.